Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level in the 400s range (mg/dl). The customer's parent administered a correction bolus. Troubleshooting was unable to be performed, as this event occurred in the past.